Manufacturer narrative:
The device was discarded and not available for investigation; however, the video provided confirmed leaking at the stopcock joint. Previous investigation into the issue has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through (B)(6) to address this issue. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the pruitt f3 shunt was leaking at the connection point during pre-use testing. The device was not used on a patient. No patient injury was reported.